Event description:
The patient submitted voluntary med watch report #mw5162528 stating experienced issues with jaw feeling out of alignment, stiff, and pop and click when opening or closing.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.